Event description:
It was reported that since the flow decreased with an extracorporeal membrane oxygenation (ECMO) installed, a low flow alarm (lfa) 2.0 update was requested for a system controller. It was found that the system controller could not be updated because it failed to boot up due to an error of techservicetool.exe. A new system controller with lfa2.0 was provided instead of updated the original system controller. Related manufacturer reference number: 2916596-2024-00688 (heartmate 3 lvas).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the system controller was unable to be undergo a software update due to a boot up error with the techservicetool.exe file. The heartmate 3 system controller was not returned for analysis and no log files were submitted for review. The techservicetool.exe issue is not related the functionality of the system controller but rather with the abbott representative¿s equipment. The controller was unable to undergo the software upgrade due to the software tool being unable to start. Therefore, the customer was provided with a new controller with the low flow software. There were no issues reported regarding the functionality of the system controller. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.